Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on previous investigations the most likely cause for the reported event can be attributed to user handling. The instruction manual gives several warning to prevent this type of cord damage. ¿do not use a cable with brittle or defective insulation. Replace the cable. Visually inspect the cable and the plugs for irregularities on the surface. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. In case a product has externally visible defects contact the responsible olympus representative at once.¿

Event description:
Olympus was informed that during a therapeutic hysteron ablation procedure, the surgical staff heard a pop sound and observed a spark and a small flame on the hf-cord as it blew apart at the connection site on the working element. The generator settings were coag 100/cut 100. The intended procedure was completed with the same device. There was no patient injury reported. Additionally, it was reported that the there were no noticeable defects in the cord during setup. It is unknown if the connection port was inspected.